Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 7300tfx pericardial mitral valve was disabled via valve-in-valve procedure after an implant duration of nine (9) years due to mitral stenosis secondary to calcification. The patient initially presented with heart failure and shortness of breath. A 9755rsl 26mm transcatheter valve was successfully implanted with the patient in stable condition post procedure. The patient is an 81-year-old female with history of hld, dm, and cad.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is patient factors, including a history of diabetes mellitus (dm) and coronary artery disease (cad). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.